Event description:
It was reported that the device was overheating; noticed before the case. No patient injury or complications were reported.

Manufacturer narrative:
One service replacement vulcan generator part number (B)(4) , was received on (B)(4) 2017 and confirmed to be serial number (B)(4). There was no relationship found between the returned device and the reported incident. Complaint of overheating could not be reproduced. Product passed functional testing with no faults or errors. Product also passed functional testing during 6 hour burn-in. No faults or errors occurred during functional testing or burn-in. All functions performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Please refer to the operations/service manual (part number (B)(4)) for alarms, faults or observed problems, descriptions, and solutions. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.